Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection at the lead incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given oral antibiotics and the incision was cleaned. There have been no reports of further complications regarding this event.